Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. - were there any adverse consequence associated with the patient? Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4). This medwatch report is in response to receipt of user facility medwatch form mw# 2000330000-2022-8061.

Event description:
It was reported that a patient underwent a septoplasty procedure on (B)(6) 2022 and suture was used. While the doctor was suturing, the tip of the suture needle broke off. The two pieces were removed from the failed device and placed into a specimen cup and placed in a bag along with the suture packaging and the box of remaining suture of that lot. There were no adverse patient consequences reported. Additional information has been requested.